Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular lead had rising and high thresholds. There was also a lead warning for low impedance. The lead was capped and replaced. The atrial lead had a lead warning for low impedance, intermittent oversensing and far field r-waves. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.